Event description:
Per the clinic, the patient experienced hydrops, impacting the sound quality of the device. The device was explanted on (B)(6) 2019.

Manufacturer narrative:
This report is submitted on march 10, 2022.